Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument tip was bent. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm monopolar curved scissors instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection of the internal and external was performed and determined that there were no bent tips. Based on the investigation results, customer-reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed.